Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device inappropriately displayed an "attach pads" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.